Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely as the estimated remaining longevity decreased from two years to less than three months within one year. According to the information provided form the field, the following facility wants to request technical services (ts) to have data from this device analyzed, but at this time, there is no evidence that suggests that this analysis has been performed. The plan is to replace the device, but an intervention has not been performed. No adverse patient effects were reported. The device remains in service.